Manufacturer narrative:
An oxygen (o2) sensor was returned to covidien/medtronic¿s product analysis. An investigation was performed and the product analysis technician reported that the reported issue was isolated the oxygen sensor exceeding its service life. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a request was made for a 980 ventilator oxygen sensor to be replaced as a precautionary measure. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and replaced the oxygen sensor. The se performed calibrations and extended self-testing on the device and all tests passed.